Event description:
It was reported that this left ventricular (lv) lead was presenting high pacing thresholds with muscle stimulation. The was lead surgically abandoned. No additional adverse patient effects were reported.